Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was poor coupling on the implantable neurostimulator recharger (insr), which they attribute to a return of dyskinesia and possible the ins shifting. Patient noticed the poor coupling about a month ago and said it could be due to their movements from dyskinesia which patient attributes to parkinson's disease progression. It was clarified that dyskinesia returned in 2019, a couple months ago. Patient also thinks they noticed the ins shifting inside their body, but not really moving. Patient does not remember when that started but thinks they mentioned it to the doctor a couple of weeks ago. Patient was redirected to the health care provider (hcp) to discuss dyskinesia and possible ins shifting. During the call, insr use was reviewed for the patient who initially connected with 6 coupling bars and later maintained 8, which resolved the poor coupling issue. It was recommended for patient to call back for insr antenna if the issue persists.